Manufacturer narrative:
One actual cassette was received for evaluation. A visual inspection with the naked eye noted an incomplete heat seal bead on the patient line of the cassette. Functional testing including leak, clear passage and clamp function testing were performed; a leak was noted from the heat seal bead of the patient line tubing. The reported condition was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a homechoice cassette; further described as a leak where "the extension meets the connector". This occurred during use of the device for peritoneal dialysis therapy, approximately one hour and a half into therapy. There was no difficulty connecting the cassette and no damage was noted. The patient reported the connection was properly tightened. There was no patient injury, however the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.